Manufacturer narrative:
Devices remains implanted.

Event description:
It was reported that an ozark screw at c7 fractured post-operatively. The patient has reported neck pain. Revision surgery has not be scheduled nor performed at this time.

Event description:
It was reported that an ozark screw at c7 fractured post-operatively. The patient has reported neck pain. Patient has not been revised as they may be fusing.

Manufacturer narrative:
B5 has been updated with additional information received.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned a sit remains implanted in the patient. Device and complaint history records could not be reviewed for this lot, as a valid lot code was not provided and could not be obtained. Root cause could not be determined conclusively as product was not returned and minimal information was received after 3 follow ups. No x-ray was provided to review. Potential root causes include over angulation of screw(s), not using a drill guide, and/or non-union.

Event description:
It was reported that an ozark screw at c7 fractured post-operatively. The patient has reported neck pain. Patient has not been revised as they may be fusing.